Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences h3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences h3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. Recommendation was made to consult with a healthcare provider regarding diabetes management.